Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of event was unknown. The patient was hospitalized for the event and was treated with an unspecified drug infusion (dose, route, frequency and duration were not reported) and unspecified anti-inflammatory drugs including cephalosporin (dose, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient remained hospitalized and has not recovered from the event. Action taken with pd therapy was not reported. No additional information could be provided as the reporter declined follow up.

Manufacturer narrative:
Additional information: on an unreported date in (B)(6), the patient experienced peritonitis. The cause of the event was reported as fungal infection. On an unreported date, the patient was treated with fluconazole anti-inflammatory drugs intraperitoneally (dose, frequency and duration were not reported) for peritonitis. At the time of this report, pd therapy was ongoing and the patient was recovered from the event. Should additional relevant information become available, a supplemental report will be submitted.